Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary distal conductor fractured; full lead returned in segments.

Event description:
A call was received through technical services reporting elevated svc and vpace impedance values and oversensing was noted. A lead fracture was suspected and the lead was explanted and replaced. No patient complications have been reported as a result of this event.